Manufacturer narrative:
Hollister received 10 samples of lot 7e233. Upon opening each pack , water was present in the packs, the sleeve on all samples was moist and the catheter advanced through the introducer tip with no problems. Testing was performed which included weight check, package integrity, lubricity and water content. All testing met the specification requirements with the exception of one package integrity sample where a kink in the foil pack was noted. The probable root cause is damage from transportation of the partially full product box back to the (B)(6) plant. The leaking sample was tested for weight and water content and passed. A DHR review was performed on this lot and no issues were noted.

Event description:
It was reported that the user received dry catheters which he stated stuck to his urethra and were difficult to remove. The user ran tap water over the catheter to hydrate prior to insertion. He has a history of utis and was hospitalized due to a uti at the time of reporting the event. He is now doing fine. Additional training on aseptic technique was provided to the user by hollister. The user stated that water was noted to be evident in the catheter packs when opened.